Manufacturer narrative:
It was incorrectly reported as a tp500, the correct device is a tp622e. The quality investigator spoke with a nurse at the user facility regarding the alleged event. The user facility stated that the patient was laying on a tp622e pad which was hooked up to a tp500 device for localized therapy. After 24 hours, the patient was then transported to another location. One of the doctors from the other location reported that the patient had what appeared to be burn marks on the patient's back. It was described by the user facility that these marks matched the pattern of the pad. The user facility was unable to confirm that the patient was actually burned. However, it was reported that the patient was later discharged and the alleged burns had healed with no report of treatment. It was reported by the user facility that the tp500 device was no longer available for further evaluation. The user facility stated that they sent the device to their clinical engineer prior to being removed, the engineer reported no issues with the device. The serial number of the tp500 was not available and the lot number of the pad was not provided by the user facility. The device was not returned.

Event description:
It was reported that the continuous heating unit caused a burn to the patient after laying on the heat source. Further information on the alleged injury has not been reported.

Event description:
It was reported that the continuous heating unit caused a burn to the patient after laying on the heat source. Further information on the alleged injury has not been reported.